Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad inoperative' which was reproduced though troubleshooting of the device. The cause was determined that the on/ off key on the keypad was not working. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.